Event description:
It was reported balloon rupture occurred. Vascular access was obtained via left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left common femoral artery. After a 300cm non-bsc guidewire was crossed the lesion, a 6.0mmx20mmx135cm sterling¿ balloon catheter was advanced for dilatation. During the first inflation at 5 atmospheres, contrast media leakage was noted on the angiogram. The device was removed from the patient and upon inspection outside patient's body, it was noted that the balloon ruptured longitudinally. The physician then exchanged the device with an unspecified size mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).